Event description:
The device was placed in the femoral artery for an angiography procedure. During the procedure, the pt had to be moved several times for testing and treatment. Upon completion, the physician was unable to withdraw the sheath and it finally broke during his attempt. At the time of withdrawal, the pt had bleeding. Pressure was applied for 1 1/2 hrs until hemostasis occurred.